Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the output beam was firing straight and "not sideways at all" after 44,505 joules and 7:07 minutes of use. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed with the second fiber. There was no report of a patient injury due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.